Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited longer than expected charge times. Technical services discussed that this device may exhibit a voltage delay region, where charge times may be longer than the eri charge time, but due to the monitoring voltage, eri is not declared. This is normal device behavior. Guidant received additional information that this device was explanted due to premature battery depletion.